Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, d9, h3, h6.

Event description:
Healthcare professional later reported "capsular contracture, baker grade iii."

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported "capsular contracture, baker grade unknown". This record is for the left side. Device remains implanted. Device will be returned. The patient tried massaging and accolate but the issues are still ongoing.